Event description:
It was reported that the edge of the hook on the drainage bag cut the pt's leg while they were being transferred from the bed to a chair. The lacerated skin required suturing. There was no alleged failure of the component to perform its intended function.